Event description:
It was reported patient underwent reverse total shoulder arthroplasty on (B)(6) 2012. Subsequently, patient reported pain and a scope procedure was performed (B)(6) 2012 to remove a portion of the inserter that had fractured off during the initial procedure.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to overload. Dimensional evaluation found component to be within appropriate design specification.there are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."(B)(4)

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Listed under care and handling is states: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02362).